Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent stretching occurred. The physician observed at the x ray that the device was stretching. The unspecified balloon is 6x60 (59 cm between markers). It was noted that the innova stent is longer than the balloon. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.